Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date. The patient experienced an erosion of the mesh into the posterior vaginal wall. The mesh was explanted on (B)(6) 2008. No additional information was available.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).